Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. Patient's spouse reported that his wife is having leg numbness on left side and leg weakness and experiencing nerve pain from lower back to her hip down her leg to her toes. She can't stand for a long period of time due to weakness. The patient had her first surgery on (B)(6) 2021 and also had a 2nd surgery on (B)(6) 2024 which was a revision surgery. The reason for revision surgery is unknown. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's husband regarding a patient having spinal therapy. It was reported that the patient had leg numbness and back pain. The cage has moved since surgery and screws loosening were reported. There were no further complications reported regarding the event.

Event description:
Additional information was received regarding the event. The patient had non-fusion, migration of cage and broken screws. The patient did not have any pain relief after her index surgery performed on (B)(6) 2021. Due to persistent pain, the patient switched to a new surgeon and underwent a revision surgery on (B)(6) 2024. The old screws were removed in additional surgery but left the old cage in and added new screws and cages. The patient is doing well now. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.